Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The third party engineer inspected the system onsite and confirmed that the system displayed a warning stating that the stand movements were partially available. Upon troubleshooting, engineer found that the ii shift movement was not available. Analysis of system log file by philips remote service engineer showed ii shift was defective. Ii is refers to previous family of cath lab before flat detector. Ii shift assembly is mechanical fitment which used to assemble flat detector (earlier knows as iitv image intensifier) with c-arm, and facilitates the movement of detector up and down. Based on the advice from the philips remote service engineer, third party engineer replaced the ii shift assembly to resolve the issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a warning stating that the stand movements were partially available. The device use was unknown at the time of the event. No harm was reported to philips. No harm was reported to philips. Philips has started an investigation of this complaint.